Event description:
Device was used during a gastrectomy procedure. The device was fired. During the leak test, the surgeon found malformed staples. The surgeon used overstitches to close the tissue. There were no pt consequences.